Event description:
Customer received blood results of 20-30mg/dl on her contour usb meter. She tested on a different meter and received results between 120-160mg/dl. Depending on the specific readings she received, the difference could have fallen in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer. Customer reagent info was not provided, meter info was given instead.